Event description:
It was reported that this right ventricular (rv) lead was explanted as it presented insulation damage and noisy signals. A new lead was successfully implanted. No additional adverse patient effects were reported. The product will not be returned. Additional information was received regarding no-product return analysis. The conclusion code "known inherent risk of device" was assigned for this event.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it presented insulation damage and noisy signals. A new lead was successfully implanted. No additional adverse patient effects were reported. The product will not be returned.